Event description:
It was reported that 3 syringes 0.3ml 29ga 1/2in 7bag 420cas jp experienced loose/separated plungers which were noted prior to use. The following information was provided by the initial reporter: before use, the user found that the stopper was separated from the plunger rod.

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the stopper was separated from the plunger rod. The returned syringes were examined and exhibited the plunger rod with the stop separated from the barrel. This issue cannot be confirmed as the samples were returned loose and no physical defects were observed on the samples. A review of the device history record was completed for batch# 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200863709} noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringes 0.3ml 29ga 1/2in 7bag 420cas jp experienced loose/separated plungers which were noted prior to use. The following information was provided by the initial reporter: before use, the user found that the stopper was separated from the plunger rod.